Event description:
Scheduled antibiotic was programmed to run 5 ml of antibiotic over 30 minutes. After 30 minutes, the pump (alaris syringe module) alarmed complete but it was noticed that the fluid remained in the syringe (should have been empty). It did not alarm for high pressure, no clamps were clamped. The antibiotic was changed to another pump and programmed for delivery over the 30 minutes (using same tubing). This time the medication was delivered accurately. After patient received medication, health care provider disconnected the tubing from the patient. Health care provider wanted to verify that the pump did not work, so health care provider used the same tubing and programmed the pump to run same volume over 30 minutes (disconnected from patient). The pump ran for the 30 minutes without alarming but no volume was delivered. Health care provider will attach tubing and syringe used in case if helps. Patient still received antibiotic within correct timeframe.